Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 479 mg/dl. The customer's current blood glucose is 164 mg/dl. The customer did experience symptoms such as diabetic keto acidosis as a result of high blood glucose. The customer was treated with insulin pump. Auto mode feature was not active at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Trouble shooting was performed. Insulin pump passed the self test. No further complications were reported. The customer will continue to use the device.